Event description:
It was reported that the flip flop brake handle on the 6600 system was damaged. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The handle was not damaged, however, the brake was adjusted during the service call. The system was tested, and found to be working as intended, and put back into service.